Event description:
The customer reported that he did not remove the insulin pump during chest x-rays and was experiencing erratic blood glucose since having the x-ray done. The customer stated he had to give himself more than insulin what the bolus wizard was prompting him to. Troubleshooting was declined. The customer's blood glucose was 434 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump functioned properly. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.